Manufacturer narrative:
Returned device was received in fair physical condition. It was noted that the top and bottom cases are in excellent condition, the right plunger case is cracked and has visible contamination by the "l" brack pole clamp. Evidence of reported problem in event log was found. During the evaluation of the device by analysts, no fault was found with the system. They used the same infusion rate as the customer (483 ml/hr) but no problems were found. The force sensor and the plunger cable were replaced as preventative measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a force sensor "bgnd" test. There was no patient present at the time of the event. There was no reported adverse events.